Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. The implantable cardiac monitor to be implanted exhibited failure to sense and noise. The implantable cardiac monitor was explanted and replaced during the same procedure on (B)(6) 2021. Patient was stable.